Event description:
It was reported that during a thrombectomy procedure to recanalize the occluded left internal carotid artery (ica) a subarachnoid hemorrhage (sah) occurred. The physician administered 34.2mg of tissue plasminogen activator (t-pa) and the patient recovered without sequelae. The physician believed that the microcatheter may have perforated the vessel during insertion resulting in the sah. No additional information is available.

Manufacturer narrative:
The subject device is not available; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and vessel perforation are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications was assigned to this event. Subject device is not available.